Event description:
A malfunction was reported on a pump by the customer. The incident caused the customer's blood glucose level to reach a high value, though the specific value was not known; it was simply displayed as "high." To manage the elevated blood glucose level, the customer performed a correction injection using multiple daily injections (mdi). There was no indication that third-party assistance was required. The malfunction code shown was malf 15, and it was noted that the code is resettable. The customer had not reported or reset the pump for this malfunction in the last 24 hours and intended to call back for a pump reset.